Event description:
The customer reported via phone call that the insulin pump experienced frequently no or intermittent response by button presses from all the buttons on the insulin pump. The customer's blood glucose was unknown. The customer's insulin pump was not dropped or exposed to moisture. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.